Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experience high blood glucose level 29 mmol/l. Customer experienced high blood glucose level of 19.5 mmol/l. Customer treated high blood glucose with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump had received insulin flow blocked alarm. The insulin pump will not be returned for analysis.